Event description:
Patient had what appears to be noise on both ra and rv lead, which produced a mode switch recording. Patients lead statistics are in range. Patient did not report sources of emi. Noise was not reproducible in clinic. Patient to be monitored. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2021 lead explanted. Upon receipt, the lead under complaint was found cut 5 cm distal to the is 1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed 31 cm proximal to the lead tip that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.